Event description:
During a patient use, it was reported that the device failed to deliver defibrillation energy during the first two of the three attempts. The patient survived the event. There was no report of any adverse patient effects due to the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported problem could not be determined.